Event description:
A user facility reported a defective intraocular lens. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 02/04/2010 and 02/25/2010 by mail. A completed questionnaire has not be received. (B) (4). (B) (4).